Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when inserted into patient with contrast injection, the 6fr green cap and anti-reflux valve disconnected from the hub of the sheath and blew back onto the wire that was used to maintain access into the vessel. The patient had some blood flowing out from the hub of the sheath but was controlled before significant bleeding could occur and with no significant harm to the patient. The sheath was exchanged and the procedure was completed successfully without any further occurrences or harm to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and simulated use testing was performed. The complaint is confirmed. Root cause is attributed to the user of the device. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.